Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chip in the acoustic lens was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope connecting wire was leaking. The issue was observed during preparation for use on a diagnostic (gastroscope) procedure. The procedure was completed with the same device with no delays. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found there was a chip in the acoustic lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed; due to a pinhole on the ultrasonic cable water tightness was lost. Additional device evaluation findings were as follows: the universal cord had a wrinkle, the connecting tube had a wrinkle, due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements, the light guide tube was wrinkled, 7 broken ultrasound lines and multiple weak ultrasound lines, the image had white dots and the device had insufficient angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.